Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler, liberty cycler set and the patient¿s adverse event of peritonitis which required hospitalization and antibiotic therapy. However, there is no objective evidence that indicates the liberty cycler malfunctioned or did not meet performance expectations; thus causing or contributing to the patient¿s adverse event. Additionally there is no allegation of the liberty cycler not performing as intended. The pdrn attributed causality to the liberty cycler set tubing falling onto the ground prior to connection to the pd catheter (not a fresenius product). Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient on continuous cycling peritoneal dialysis for renal replacement therapy contacted technical support for assistance and during the call the patient reported having peritonitis in (B)(6). Upon follow up, the pdrn stated the patient was hospitalized for peritonitis (signs and symptoms unknown). The patient was hospitalized on (B)(6) 2018, the discharge date is unknown. The peritoneal dialysis nurse reported the cause of the peritonitis as the patient dropped the patient line onto the floor prior to connecting. The patient¿s culture results were positive for escherichia coli, peritonitis. The patient was prescribed and treated with intraperitoneal vancomycin. The patient recovered and was discharged from the hospital. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
...